Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: when the string was pulled and the bag was removed manually, a piece of plastic came off and was removed. The patient is in good condition. Nephrectomy was the procedure.